Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision on both eyes (ou) on a 3 day post-op exam. A brief description from the surgery center indicated the patient had blurred vision as the right eye (od) as it has presence of bullous keratopathy and the left eye (os) was overcorrected. The patient experienced loss of best corrected visual acuity (bcva). The patient had commented on blurry vision. A debridement was performed on the right eye. Pre-op bcva from (B)(6) 2017: right eye (od) pre-op 20/20 -7.50 x -1.00 x 165; left eye (os) pre-op 20/20 -7.25 x -.75 x 6. Post-op bcva from (B)(6) 2017: right eye (od) post-op 20/50; left eye (os) post-op 20/60.